Event description:
The machine alarmed with air in blood. Clinic staff noted minute air bubbles in venous line within 3" of the pt. There was no pt injury or medical intervention.

Manufacturer narrative:
Test results/analysis and any data recorded: the return blood tubing set was tested by engineers. The tubing set was tested at -200 mmhg and no problems were noted with the tubing set, per the attached testing protocol from engineer. This MDR was extended for futher testing to -400 mmhg to simulate possible worst-case conditions in the clinic. Per engineer, additional testing per the attached protocol was conducted on june 12, 1998. The cartridge set was loaded into a c3 machine in the same set-up as shown in the test protocol, with the exception that the negative pressure was decreased to -400 mmhg. The arterial side of the circuit was observed for air bubbles. No source of an air leak was detected although some micro bubble formation was noted on the tubing internal surface and the arterial chamber. Bubble formation on the internal surfaces indicate degaseing of the solution, not bubble entry due to a leak. Additionally, it was requested that the components of this cartridge set be measured to determine if they were within specifications. It was decided that this would not provide valid data, as the set had been subjected to patient use, i.e., a full dialysis treatment, flushed with bleach and subjected to investigational testing. As such, the multiple uses of this set and its connections could have altered the original dimensions. It is possible, at high blood flow rates, for a bubble to move just past the air bubble detector before the clamp fully stops all blood flow. This can give users the perception that the uabd did not react appropriately. However, it is not clear if this is what the clinic saw and reported in this incident. An air in blood alarm, as described in section 5-11 of the cs3 operator's manual, results in a visual and a steady audible alarm. The venous clamp occludes the return line and stops the blood pump, isolating the patient from the machine. The response would be the same event if the uabd indicated that air was in the blood when in fact it was not, thus a false alarm. In the event of not being able to reset the alarm, the patient is still safe because the venous clamp is still clamped and blood pump is still stopped. In addition, the blood can be returned to the patient manually by following the manual blood return procedure in the operator's manual.